Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and found that the darin valve was not tight. Fse tightened the drain valve and the pressure returned to normal. In addition, a periodic maintenance was performed without any issues. The analyzer was operating as expected. There was no further action required by fse.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the g8 analyzer. The review of the event indicated that the g8 analyzer experienced pressure error messages, which caused delayed reporting of critical patient results. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.